Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported unspecified occlusion alarm which was reproduced as a downstream occlusion alarm. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be downstream sensor was out of calibration specification and a visual inspection determined the downstream tubing guide needed adjusted. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that constantly read and alarmed an unspecified occlusion despite being at the appropriate height, verified patency of the intravenous (IV) site. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.